Event description:
It was reported that the patient underwent breast augmentation and scar excision from arm on an unknown date and topical skin adhesive was used. Two days post-operatively, the patient developed redness, rash and itching where topical skin adhesive was used. The topical skin adhesive was removed and the patient was administered oral and topical benadryl. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.